Event description:
Revision surgery - on the initial surgery post-op 5th day, the bipolar head dislocated from the acetabulum and the surgeon tired traction for manipulation which resulted in dissociation of femoral head from poly liner. On the 7th day, revision surgery was performed to replace the femoral head and bipolar head. Thereafter, another dislocation happened (to be investigated under (B)(4), and reported on MDR 1644408-2010-00011).